Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had time advance. Customer reported they did not pay attention to the time much on his insulin pump but he noticed the time advanced since the last daylight savings. The insulin pump reflects time 10:08 am when it was 9:52 am. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.